Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Incorrect prep. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery that was mildly calcified and non-tortuous. After 3 xience alpine stents were implanted, post-dilatation was to be performed with the nc trek 3.0 x 20 mm balloon dilatation catheter (bdc). It was reported that the device was prepped in the hoop, but was not soaked prior to use. When the bdc was loaded on the wire and placed in the patient, it was noticed the markers could not be seen. The device was removed from the anatomy without resistance and there was no balloon found on the catheter. The balloon was found stuck in the protective sheath outside the anatomy. There was reported resistance when removing the protective sheath. Another nc trek rx 3 x 20 balloon dilatation catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulties were determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.